Event description:
It was reported to philips that the geometry stand movement is partly unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the rotating motor . The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that the geometry was faulty. A review of the log files showed that the pot meter was defective. The fse found motor drive was working for long time and it was very old, and it had noise. Fse replaced the pot meter and motor drive. After which the system was returned to use in good working order.